Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 3 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that a damage to the ceramic beak of the sheath was caused by thermal and mechanical induced impact, improper handling, mechanical overload like fall, shock or similar stress in combination with wear and tear. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. It cannot be determined with certainty, whether there was a pre-existing damage, wear or any damage on the ceramic insulating insert was caused during last reprocessing or during last usage. In case of an unknown location of the insulating insert¿s ceramic fragment, appropriate procedures such as x-ray methods or computer tomography can be used for localization and removing if necessary. The IFU carries a warning that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure: ¿4 before use warning infection control risk properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: no corrosion; no dents; no scratches; ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the rigid endoscope sheath's ceramic tip broke off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.